Event description:
It was reported a spectrum pump would not recognize when the door was closed. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported inability to detect a closed door was confirmed and reproduced. This condition was reproduced by loading a set and closing the door. The device would then alarm door not fully latched. This was determined to have been caused by a failed upper link switch. The upper auxiliary assembly was replaced.